Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was over delivering insulin. Customer was experienced high blood glucose. Blood glucose at the time of event was 77 mg/dl. Current blood glucose was 146 mmol/l. The customer did not experience any symptoms such as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event the insulin pump will be returned for analysis. The reservoir will not return for the analysis.